Event description:
An optometrist reported that approx two weeks following bilateral lasik procedure, the pt presented with severe eye dryness in both eyes. The pt reported fluctuating vision due to the dryness. The pt was treated with eye medication. In a f/u, the optometrist reported that the event is ongoing and the pt continues to be treated and monitored, in the optometrist's opinion, the laser did not cause or contribute to the event. Per the info provided by the optometrist, the target refraction was not achieved. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).